Event description:
It was reported that an asymptomatic patient presented to the ER due to a vibratory alert. Upon interrogation, it was noted that the alert was due to increased out of range high voltage lead impedance. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.